Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture and intracapsular silicone diagnosed by MRI. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no openings were observed in the device. Additional observations: creases were observed. Black particles observed on the surface of the shell. No further actions are required as the device was implanted

Event description:
Explanting physician reported rupture and intracapsular silicone diagnosed by MRI. The device has been explanted. This record relates to the left side.